Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received functioning properly, no motor error alarms noted and the motor was tested outside the device and passed. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm tests. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer received a motor error alarm, as well as a motor position encoder error. Customer's blood glucose level at the time 238mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.